Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 1627487-2020-04653, 1627487-2020-04654. It was reported that the patient experienced high impedance. X-rays were taken but no fracture could be seen. As a result, the patient underwent surgical intervention in which the system was explanted and replaced.